Event description:
PICC placed in a pt in february. A couple of weeks later, had a cxr that showed a 5cm "wire-like" piece in left pulmonary artery. Patient is doing okay. They got it out in ir, and it looks like it is the tls magnet and whatever material holds it onto the rest of the stylet. Per rep email: no bad outcome, was noticed on a chest x-ray, had to go to ir for additional procedure for removal and then admitted to picu for observation. Discovered on 03/03, ir procedure on 03/09.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure in 2009. When the nurse tried to re-activate the reservoir, she found that the locking plates would not lock. Therefore, the nurse exchanged the device for another reservoir which worked normally. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The plates in the device were locked and unlocked 60 consecutive times with no failures. The plates in the device were then locked and the device was left in that state for 24 hours. The plates did not unlock, nor did the device activate at any time during this period.no device failure detected and the product is within specification.

Manufacturer narrative:
Date sent to the FDA: 07/22/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.